Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the implanted inflatable penile prosthesis pump was not performing properly due to a leak in the system. The patient underwent surgery to replace the prosthesis. There were no patient complications.